Manufacturer narrative:
Corrected information was provided in b5. Upon review, the event description has been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the access site adverse event was user related as the bleeding was occurred due to closure device failed to deployed.

Event description:
Updated clinical rationale: a 74 year old female patient underwent a high risk percutaneous coronary intervention (hrpci) procedure with impella cp support. Following completion of the procedure, the peel away sheath was removed, and a vascular closure device was deployed in the right groin. After deployment, excessive bleeding was observed at the groin access site. Due to persistent bleeding, surgeon performed balloon tamponade of the right iliac vessel. Bleeding continued despite balloon inflation. Based on procedural context, surgeon concluded that the bleeding was likely venous in origin and suspected that the femoral vein may have been inadvertently punctured during initial access. Manual pressure was maintained for approximately 30 minutes, achieving hemostasis. The patient remained hemodynamically stable throughout the closure process. No additional complications were reported. The closure device was used during a standard closure attempt following hrpci with impella cp support. Post deployment bleeding occurred; however, angiographic evaluation demonstrated maintained arterial flow with no loss of limb perfusion. Persistent bleeding was attributed by the treating physician to probable venous injury during initial access rather than device malfunction. Hemostasis was eventually achieved with prolonged manual pressure. The patient remained stable until explant.

Manufacturer narrative:
Product-specific information (d4 expiration date, d4 unique device identifier and h4 device manufacture date) is unknown at the time of this MDR writing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 74 year old female patient underwent a high risk percutaneous coronary intervention (hrpci) procedure with impella cp support. At the conclusion of the case, the impella pump and peel away sheath were removed without incident. Following removal, a vascular closure device was deployed; however, the device did not function as intended. As a result, a hematoma developed at the access site. Initial management included application of manual pressure. Balloon tamponade was subsequently attempted to control the bleeding but was unsuccessful. The physician then suspected the source of bleeding to be venous rather than arterial. Manual pressure was again applied, resulting in successful hemostasis. No further intervention was required. The impella pump and peel away sheath were disposed of at the end of the case per standard protocol. Hemostasis was ultimately achieved with manual pressure, and the patient stabilized. The case is being conservatively reported for completeness, although the event was determined to be unrelated to the abiomed device.